Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-10556, 2017865-2020-10560. It was reported that the patient presented with pain in the clavicular site. Clavicular crush was suspected but not confirmed. The right ventricular, right atrial, and a chronic capped lead were explanted. It was noted that the pacemaker was pacing at 0% so the patient elected to have the pacemaker explanted as well. The patient was discharged post procedure.